Event description:
It was reported the patient was seen in the clinic and it was noted the svc impedance was greater than 200 ohms. The patient had an elevated white blood count, "so the dr. Does not want to take him to the or." Later review of manufacturer's database revealed the patient died approximately 2 weeks later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported the patient was seen in the clinic and it was noted the svc was greater than 200 ohms. The patient had an elevated white blood count, "so the dr. Does not want to take him to the or." Later review of manufacturer's database revealed the patient died approximately 2 weeks later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed patient last seen in clinic approximately 3 years prior to death and was noted to be noncompliant. The patient was hospitalized the week before his death and diagnosed with diabetes/hypoglycemia, sepsis with respiratory failure, and metabolic encephalopathy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 9/24/2010 revealed the patient had died. Of note, the reportable malfunction is normally submitted via a (B)(4) medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report.